Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative acquaintance reported that a patient was injected in the lips and chin with unspecified juvéderm®. Patient developed knots shortly after the injection. Almost 4 months after the injection, patient ¿was urgently admitted to the hospital with an abscess.¿ patient remained there until 2 weeks and 2 days later. The status of the event is unknown.